Event description:
At 6pm a customer reported a bg of 256mg/dl. She ate 45 grams of carbohydrates. At 7 pm, her bg rose to 448 mg/dl so she administered 6.4 units of insulin. Her bg continued to rise and at 8pm it read 501 mg/dl; she took 2.7 units and changed the pod. An hour later her bg was 508 mg/dl. The product will be returned for eval.

Manufacturer narrative:
Internal discoloration was found within the returned pod, indicating a possible fluid leak. Residual fluid and corrosion were found on the battery compartment and on most surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Evidence of this failure mode and cause were found during product lot qualification review. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment had also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take ea second bolus by injection, using a sterile syringe. If blood glucose remains high after anther 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.